Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description of the right eye surgery went well, and he was 6/6 n10 on day 1 post op, but now at 4 weeks was 6/7.5 n10 and reporting the right eye to be fuzzy in comparison to the left. Slit lamp examination shows the intraocular lens (iol) seems to have moved (or perhaps was not as central as they had thought they had placed initially) with the central focusing element superotemporal to the central visual axis. Additional information has been requested.